Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that upon programming the patient, they were unable to capture her right sided pain. The hcp told the rep to not see the patient until she went to the hospital as she may have an infection. The patient became upset when paresthesia was not captured on the right side. There was a possible infection due to patient subordination and cleanliness. The rep said the device was turned on the day prior to the report and all programming options were exhausted. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that an infection was confirmed. The rep reported that the patient received clearance from the hospital. The rep reported that the cause of the paresthesia not being captured on the right side was unknown, they only met with her for one programming session. The rep reported that no further actions/interventions were taken to resolve the lack of paresthesia on the right side as the patient requested to see another pain doctor out of their territory. It was unknown if the issue was resolved. No further complications were reported.